Manufacturer narrative:
(B)(4). The printed circuit board (pcb) was received and evaluated. Visual inspection verified that the l19 component was damaged. It was removed from the board, and a large hole was found on the bottom of the component. It was visible that the traces had melted together, and this type of damage is consistent with an internal short. This l19 was found to be an old style that used silver traces instead of copper coils, and it will be scrapped. The damaged component was replaced, and the customer reported complaint was verified.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use, a ventilator generating a noise and stopped cycling. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.